Event description:
According to the arjohuntleigh rep description: spreader bar came apart from the scale and dropped with pt to floor. Problem caused by unscrewed pivot bolt.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh (B)(4). On behalf of the importer arjohuntleigh, inc add'l info will be provided completion of the MFR's investigation.